Event description:
The pt is a 38 yr old black female who had bilateral breast augmentation in 6/81 with silicone gel implants placed in the subpectoral space. This was a 165 cc. Implant. The pt, after leaving the hosp, did not feel well, was dizzy & lightheaded & 2 months after surgery, she was found unconscious in her bathroom & subsequently suffered a stroke. The pt has had residual right hemiiparesis with aphasia. In 1986, she started having dry eyes with development of numerous allergies. As a result of dry eyes & increasing allergies & a stroke of unknown etiology in 1981, a total capsulectomy is medically necessary because the capsule may contain silicone to which the pt may be reacting.